Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned due to a gradual increase in the shock impedance leading into out of range measurements. No additional adverse patient effects were reported.